Manufacturer narrative:
Consumer reported experiencing pain after using the product. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom reported is consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was not returned for evaluation and the lot number is unknown.

Event description:
Consumer reported experiencing eye pain after using the product. The consumer indicated that the product did not neutralize properly. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests that the device may have malfunctioned as a result of variability of the neutralization.

Manufacturer narrative:
Consumer reported stinging and that eyes were irritated and red for 2 weeks after using the product. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was not returned for evaluation and the lot number is unknown.

Event description:
Additional information provided by consumer: consumer feels the catalyst failed. Consumer reported stinging and that eyes were irritated and red for 2 weeks after using the product. Consumer also stated vision/eyesight had deteriorated but was not certain if it related to use of solution. Consumer did not seek medical evaluation or treatment and confirmed her optician completed a vision exam and found no damage to her eyes.